Event description:
It is reported that a patient was implanted with a muller protasul s30 stem with a versys head, which is not approved or cleared combination of product.

Manufacturer narrative:
This report will be amended when our investigation is complete.